Manufacturer narrative:
Analysis of the pump identified overinfusion. The root cause was undetermined. Analysis of the catheter identified no significant anomaly. The sc connector was damaged at explant.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml; 4.401 mg/day, bupivacaine 20 mg/ml; 8.802 mg/day, clonidine 300 mcg/ml; 132.04 mcg/day and baclofen 200 mcg/ml; 88.02 mcg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (b)(60 2016. It was reported the pump and catheter were replaced (B)(6) 2016 due to elective replacement indicator (eri). No symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.